Event description:
Boston scientific received information that this programmer had a burnt smell during a software update. This programmer was returned for analysis. No adverse patient effects were reported. Doing sw upgrade on prm, in the middle it popped and shut off and now won't reboot. Could smell something like burning but did not find it hot to the touch anywhere. Prm was at (B)(6).

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the programmer was performed. Analysis found that some parts of the internal circuitry was burned. The circuitry and hard drive were replaced and the programmer then passed throughout all tests. Laboratory analysis confirmed the reported clinical observations.